Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Sorc also found that the adhesive around the objective lens was peeled. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the failure of the endoscopic image was attributed to the failure of the image sensor unit or the electrical circuit board of the video connector, or the system. Also, there was the possibility that the peeling of the adhesive around the objective lens was attributed to the external interference or the chemical attack. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image disappeared during angulation. There was no report of patient injury associated with the event.